Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of erosion with redness and some swelling below incision cite. The patient stated he experience some pain at the site. The reported device was explanted on (B)(6) 2022. The patient was in stable condition.